Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. Three gfes have been submitted with no response at this time. If additional information becomes available, a supplemental report will be submitted. Not returned to manufacturer.

Event description:
It was reported that the intra-aortic balloon (iab) had a circuit leak (gas inflow) that "occurred frequently." The connection was confirmed, and it was confirmed that there were no kinks outside the body or inside the body. However, because the symptoms did not improve, the intra-aortic balloon pump (iabp) was replaced according to the doctor's judgment and a new iab was used and the alarm disappeared.

Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) had a circuit leak (gas inflow) that "occurred frequently." The connection was confirmed, and it was confirmed that there were no kinks outside the body or inside the body. However, because the symptoms did not improve, the intra-aortic balloon pump (iabp) was replaced according to the doctor's judgment and a new iab was used and the alarm disappeared. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: b5, g3, h10. A getinge service representative reported that the iabp used was a cs series; however as the facility has five pumps, the serial number could not be identified. The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. The getinge service representative also reported that when the reported iab catheter (reported under mfg report number 2248146-2020-00176) was picked up at the facility, the iabp that was used was checked. Running test was performed normally using a test balloon for approximately ten minutes and it was confirmed that there were no anomalies or damaged on the iabp. No iabp issue has been reported after this event, and the iabp has being used clinically with no issues. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A getinge service representative provided the serial# sa06758-g7 of the iabp involved in this complaint event.

Event description:
It was reported that during use on a patient, the intra-aortic balloon (iab) had a circuit leak (gas inflow) that "occurred frequently." The connection was confirmed, and it was confirmed that there were no kinks outside the body or inside the body. However, because the symptoms did not improve, the cs100 intra-aortic balloon pump (iabp) was replaced according to the doctor's judgment and a new iab was used and the alarm disappeared. No patient harm, serious injury or adverse event was reported.